Event description:
Impella 5.5 was inserted surgically via right axillary/subclavian artery access site in a 56-year-old male patient presenting with cardiomyopathy. The patient¿s comorbidities were not reported. The patient¿s clinical state prior to initiation of support was Society for Cardiovascular Angiography and Interventions (SCAI) Shock Stage D. The patient was medically supported by inotropes, vasopressors.During Impella support, concerns of hemolysis was reported by the physician and was identified through haptoglobin measurements; plasma-free hemoglobin (PfHb) values were not available. Imaging was utilized during the event and confirmed good pump position, with no evidence of contact between the pump and the mitral apparatus. No anatomical abnormalities of the heart were reported. The preload status laboratory value of central venous pressure (CVP) was noted to be 6mmHg and 9mmHg which is below the recommended 10mmHg. The hemolysis was described as not clinically relevant.The patient was successfully bridged to durable left ventricular assist device (LVAD) implantation and survived to explant.Due to the known possible impact mechanical circulatory support devices have on red blood cells in the presence of low preload the device cannot be conclusively dissociated from the hemolysis.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Abiomed Inc, or its employees that the report constitutes an admission that the product, Abiomed Inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.